Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed.

Event description:
A caregiver reported that her son's meter would not turn on, by neither button nor test strip insertion. The caregiver subsequently took her son to the hospital, as his blood glucose could not be monitored. The customer was diagnosed with hyperglycemia, and treated with insulin and potassium. There was no report of death or permanent injury associated with this event.